Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an intermittent touchscreen issue. No patient or user harm was reported the event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 05oct2018. The customer reported that the problem has been resolved and the unit returned to service. No additional details were provided. No parts were returned to philips for evaluation, therefore, a root cause could not be established.